Event description:
It was reported that there was a possible lead issue causing oversensing. It was discussed that pocket testing and arm isometrics should be performed to reproduce the oversensing event and any other tests to determine if the lead is responsible for the complaint. The lead remains implanted.

Manufacturer narrative:
All info provided by manufacturer, no medwatch form was received. This historical complaint is being filed as part of a retrospective review of complaint files in response to a recent FDA inspection. There is no change to the actual performance of the product and this report only represents an enhancement to the reporting criteria going forward.